Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H3 other text : see h10 manufacture narrative

Event description:
Material # ns302830 lot # 4059818 it was reported by customer that faulty 20ml ll syringe. Verbatim: faulty 20ml ll syringe: we received a batch of syringes with no markings on them. They were not used on patients

Event description:
No additional information received . Material # ns302830. Lot # 4059818. It was reported by customer that faulty 20ml ll syringe. Verbatim: faulty 20ml ll syringe.

Manufacturer narrative:
(B)(4) follow up. It was reported there was a faulty syringe. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows a packaging blister top web. The other photo shows a packaging blister with a syringe in it. From the photo, it appears the graduation scale is missing; however, if could be that the scale marking is on the opposite side of the syringe and not visible in the photo. No other information could be obtained from the photo. A device history record review was completed for provided material number 302830, lot 4059818. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.